Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision to address lead migration confirmed on x-ray. The leads were replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-04650it was reported that the patient had experienced a migration of their scs cervical leads. The leads were confirmed as migrated via x-ray imaging. Surgical intervention took place on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.